Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging dizziness, headache, lung disease and bladder cancer. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.